Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that the blue discoloration of the image could not be reproduced during testing of the video system center. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the video system center image turned blue and the endoscope image was not displayed. The issue was found during a pre-endoscopy inspection. The scheduled examination was postponed. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the image is discolored in blue and the endoscopic image is not displayed occurred due to breakage of printed circuit board. The cause of printed circuit board failure was not identified. However, dust or moisture may have caused the circuitry to short-circuit. The root cause of the phenomenon could not be specified. Olympus will continue to monitor field performance for this device.